Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during use of a farawave catheter a leak issue was observed. It was reported that during preparation for a procedure, a farawave catheter was selected for use. Difficulty was encountered while attempting to flush the device. Cloudiness was observed on the port when flushing from the flushing lure, and a significant amount of water leaked out during the attempt. No issues were observed with deploying or retracting the spline. The device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
When the catheter was received for analysis, it was first visually inspected, and no abnormalities were found. Next, the catheter was functionally tested by inserting a guidewire through the device and deploying the catheter successfully through all deployment states. Then the catheter's flush tubing was tested by irrigating the device and a leak was found in the luer of the device. The catheter was dissected to further investigate the leak, and it was found that the flush tubing had broken away from the luer. Based on all available information the allegation of a catheter leak was confirmed by investigation. The cause of the damage was determined to be due to the design of the device.

Event description:
It was reported that during use of a farawave catheter a leak issue was observed. It was reported that during preparation for a procedure, a farawave catheter was selected for use. Difficulty was encountered while attempting to flush the device. Cloudiness was observed on the port when flushing from the flushing lure, and a significant amount of water leaked out during the attempt. No issues were observed with deploying or retracting the spline. The device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.